Manufacturer narrative:
(B)(4).

Event description:
Procedure: lar. According to the reporter: old generation ceea given to surgeon for lar. Larger trocar of old unit penetrated sacral vein causing bleeding requiring use of hemorrhage occluder to get control.